Event description:
The user facility reported the employee missed no time from work and has fully recovered with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and verified the integrity of the electrical plug. The technician ran both diagnostic and sterile cycles and checked the operation of the cycle cancel function; each performed properly. The technician moved the processor's plug to a more accessible wall outlet, showed the customer the cancellation procedure described in the system 1 operator manual, pointing out that the unit requires the "cancel button" to be pressed twice, and trained the customer on the location of the on/off switch. An in-service was held at the hospital in 2009 to review the proper operation of the system 1 processor.

Event description:
A user facility employee mistakenly started a diagnostic cycle instead of a sterile cycle. The user attempted to stop the cycle by pressing the" cancel button" once, which did not stop the processor, because the cancel button must be pressed twice to cancel a cycle. The employee could not locate the on/off switch and instead unplugged the processor from the wall outlet located behind the unit. While pulling out the plug, the employee came into contact the electrical leads and received an electric shock.as a result of the shock, the employee felt numbness in her hand and arm up to her elbow. The employee went to the facility's medi-center, where she received an EKG. The employee's finger was swollen, but she had no burns and received no treatment. A follow up interview with the operating room manager confirmed that the numbness in the employee¿s hand and arm was gone.